Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited failure to capture. Additional information was requested and not received.

Event description:
Additional information received indicated that the patient was asymptomatic and presented remotely. Programming changes were made to resolve the event. The patient was stable.